Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The inflation issue was confirmed. The balloon separation was not confirmed and the difficulty removing the protective sheath could not be replicated in a testing environment because the sheath was not returned. It should be noted that the coronary dilatation catheters (cdc), mini trek rx, instructions for use states: complete the following steps to prepare the mini trek rx coronary dilatation catheter to slide the protective sheath off the balloon prior to performing air aspiration. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
Additional information received reporting that there was resistance noted during removal of the sheath.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending (lad) coronary artery. The mini trek balloon catheter was prepped before removal of the protective sheath and the device was advanced in the patients anatomy. However, the balloon would not inflate; had no balloon attached. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.